Event description:
It was reported that a pt incident occurred during a procedure with the electrosurgical unit (esu/generator). The esu was used in an arthroscopy procedure on the shoulder. After the procedure, a 4th degree burn was discovered underneath the single surface neutral electrode that had been placed on the left flank. A necrosectomy with an abdominal flap was performed to address the injury (note: the non-erbe pt plate used was manufactured/distributed by (B)(4)). Note: the esu is a model distributed in the united states with a similar part number (united states part number (B)(4)). It was distributed by our parent company ((B)(4)) to a medical facility in (B)(6).

Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. There were no equipment issues that would have caused or contributed to the event. Additionally, no anomalies were found in the review of the unit's device history record (DHR). Most likely there were many factors involved with the event. However, it appears that the neutral electrode was not properly applied and/or maintained resulting in hf current being concentrated on a small area of the pad. There is a warning in the esu's user manual to regularly check a single return electrode for good skin contact. Nevertheless no conclusive determination could be made as to the cause of the situation. No trends have been identified with this incident. Erbe USA, inc is now closing the file on this event.